Manufacturer narrative:
Citation: nikolayevska et al. Comparison of a novel self-expanding transcatheter heart valve with two established devices for treatment of degenerated surgical aortic bioprostheses. Clin res cardiol. 2024 jan;113(1):18-28. Doi: 10.1007/s00392-023-02181-9. Epub 2023 apr 5. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a comparison of new self-expanding transcatheter heart valves with more established devices for treatment of degenerated surgical aortic bioprostheses. The study population included 112 patients who were predominantly female with a mean age of 78 years old. Multiple manufacturer¿s devices were implanted in the study population; 64 patients were implanted with a medtronic corevalve or evolut r bioprosthetic valve. Deaths occurred in patients with medtronic valves due to: right heart failure after accidental damage to a venous-bypass graft; sepsis and multiple organ failure due to endocarditis; nosocomial pneumonia; and sepsis with an unknown origin. Among all patients, adverse events included: major vascular complication, valve migration, coronary obstruction, and arrhythmia requiring permanent pacemaker implant. No further information was provided pertaining to medtronic products.